Event description:
It was reported that during a da vinci-assisted malignant tongue base resection surgical procedure, the surgeon reported the left and the right instruments were working backwards. The surgeon tried to reseat the instruments and the endoscope; however, there was no change. The customer clutched the patient side manipulator (psm) and adjusted the endoscope 180-degrees, and the issue was resolved. The staff was proceeding with the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative and obtained the following additional information: the issue was operator error. The surgeon confirmed it was a user error and the issue was resolved with isi technical support. The surgeon understood that it was a user error and there was no malfunction with the da vinci system.

Manufacturer narrative:
Based on the claim against the product by the customer noting the left and the right instruments were working backwards, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer clutched the patient side manipulator (psm) and adjusted the endoscope 180 degrees, and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged psm issue cannot be determined based on the information provided and phone support details. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted malignant tongue base resection surgical procedure, the site was experiencing the left and the right instruments were working backwards. Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.